Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the patient was in the operating room for a split thickness skin graft and debridement of right lower extremity. Doctor used the dermatome which was powered by the nitrogen gas from the wall. It did not perform properly and caused a laceration approximately 3 inches wide and down to the muscle. The area was close to the gluteal fold. The laceration was irrigated and sutured closed. The procedure was completed, and the patient was taken to post anesthesia care unit in stable condition. Patient received accidental laceration to the right posterior thigh during skin graft procurement. Skin graft blade examined and found to be from integra, but the dermatome used was zimmer. Zimmer dermatome opened and loaded into dermatome and skin graft was successfully procured without further injury to the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: age , sex, weight, date of report, date received by MFR, type of report, follow up type, device manufacture date, evaluation codes, additional narrative. On (B)(6)2018, it was reported that the patient was in the operating room for a split thickness skin graft and debridement of right lower extremity. Doctor used the dermatome which was powered by the nitrogen gas from the wall. It did not perform properly and caused a laceration approximately 3 inches wide and down to the muscle. The area was close to the gluteal fold. The laceration was irrigated and sutured closed. The procedure was completed, and the patient was taken to post anesthesia care unit in stable condition. Patient received accidental laceration to the right posterior thigh during skin graft procurement. Skin graft blade examined and found to be from integra, but the dermatome used was zimmer. Zimmer dermatome opened and loaded into dermatome and skin graft was successfully procured without further injury to the patient. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device was skipping and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, throttle lever, and swivel were replaced. This is not a related issue. Product review of the air dermatome could not be performed, as the device was not returned. Repair of the air dermatome could not be performed, as the device was not returned. The reported event was not confirmed since the device was not returned for evaluation at the time of this investigation. The root cause of the reported event could not be determined with the provided information since the device was not returned for evaluation at the time of this investigation. Per the IFU use of non-zimmer dermatome blades can cause the dermatome to take grafts deeper than what the user has selected. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.